Event description:
It was reported that the patient was experiencing muscle stimulation when ventricular capture management (vcm) was executing. It was also reported that the right ventricular lead impedance was dropping and low; lead warnings for low impedance were noted on interrogation. Unipolar impedance was higher than bipolar impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.